Event description:
It was reported the patient lost stimulation. In turn, the charger and programmer could no longer communicate with the ipg. An sjm rep met with the patient and confirmed the external devices could no longer communicate with the ipg. As a result, the patient's ipg was explanted and replaced. The replacement ipg resolved the patient's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.